Manufacturer narrative:
Return product has not yet been received by aspen surgical. Investigation will begin upon receipt of returned product. Device not as yet returned. Will open investigation when returned device is received.

Event description:
During closure of the incision, surgeon noticed that the suture end of the free needle had broken off. Both pieces of the needle were found and removed. Prolonged the procedure.